Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on(B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. It was reported that the patient experienced a skin reaction where the patient¿s skin was ¿ripped off¿ under the entire patch area upon sensor removal which occurred 9 days after the sensor had been inserted into the arm. A photo of the skin reaction in the complaint record was reviewed and the skin reaction was confirmed. The patient had a large patch of skin missing from where the sensor was once placed. The area consisted of blood, erythema, slight edema, skin tearing, and visible fatty tissue. The patient also experienced pain, bleeding, lightheadedness, and nausea. On (B)(6)2024, the patient was brought to an urgent care clinic for evaluation. The patient received a skin graft and collagen treatment in the area. He was also prescribed mupirocin topical ointment. The patient¿s skin reaction had healed by the time of follow-up on (B)(6)2024. At the time of contact, it was indicated that the patient is fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.